Manufacturer narrative:
No product is expected to be returned.

Event description:
On (B)(6) 2012, the healthcare professional (hcp)/ pharmacist contacted lifescan (lfs) alleging she had an accidental needle stick from a patient's onetouch delica lancing device. This complaint was classified using the customer care advocate (cca) documentation, a letter received from the hcp, as well as additional information obtained during a follow up call with the hcp. On (B)(6) 2011 the hcp alleged the incident occurred. The hcp reported that the patient was frustrated because he was prescribed the incorrect lancets from his doctor, and they would not fit into the ot delica lancing device. The hcp stated she held out her hand, and the patient abruptly "thrust the device forward, sticking [her] right thumb and drawing blood." The hcp reported that the patient was (B)(6), and therefore she has undergone a regimen of medications as provided by the "cdc protocols for (B)(6) needle sticks of medical personnel." The hcp stated it is not clear if the exposed lancet had been used by the patient, therefore, she was advised to treat it as though it were live blood. The hcp claims that the "regimen of medications has resulted in severe sickness and prolonged side effects and loss of ability to work." The hcp commented on the usability of the product, and that the interchangeability is complicated to understand even for an educated health care professional. The alleged issue remained unresolved as it did not undergo troubleshooting with a cca. Based on the information provided, this complaint is being reported as an adverse event because the hcp claims she suffered from an accidental needle stick from a patient with a communicable disease, therefore required extensive medical treatment from a healthcare professional.